Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
(Reference reg report:3006705815-2019-03086) (reference reg report:3006705815-2019-03087) it was reported the patient experience ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the entire scs system was explanted and replaced. Effective therapy was established, post-operatively.